Manufacturer narrative:
B5.

Event description:
It was reported that the patient presented at clinic for a standard pacemaker replacement procedure. During the procedure, cautery use resulted in inappropriate pacing inhibition and episodes of asystole. The pacemaker was explanted and successfully replaced. The patient remained stable.

Event description:
It was reported that the patient presented at clinic for a pacemaker replacement procedure due to pacing inhibition and loss of output. The patient experienced episodes of asystole. The pacemaker was explanted and successfully replaced. The patient remained stable throughout the procedure.